Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that medics responded to a call for a male patient who had a witnessed cardiac arrest approx, as reported, seven minutes prior to the medics' arrival. Upon an attempt to defibrillate the pt, the device failed to charge energy. A second attempt to discharge the pt was made, and the device failed to charge energy after prompting a "shock advised" prompt. Complainant indicated that the pt subsequently expired. During subsequent testing, the device displayed a "pacer fault 117" message.